Manufacturer narrative:
Vyaire file identification:(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported that the machines touch screen was not working during patient use and that it requires intervention due to this issue. There was no patient injury indicated.